Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had displayed a snowy screen with no visible image. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the final investigation and correction to the incorrectly submitted product information. Updated fields: d4, h2, h4, h6, h11. Corrected fields: d1, d4, h11 (tac verbiage). The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support advised avoiding hot-swapping scopes, using the esc key to clear error codes, and cleaning scope connector contacts once reprocessed. Further observation and testing across different towers were recommended to isolate the source of the issue. The customer informed tac of the event. The device was not returned to olympus for inspection and therefore reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.